Event description:
A report was received that the patient was experiencing overstimulation to her target areas only when the device was on along with a burning sensation at the ipg site and heat at the pocket site while charging. The ipg database analysis revealed no anomalies. The patient underwent a revision, during which, the physician elected to replaced the ipg. The new ipg was implanted deeper inside the existing pocket. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted device ipg was not returned to bsn as it was discarded by the medical facility.